Event description:
It was reported that the patient's hip was revised due to stem subsidence. A 40mm stryker liner was reimplanted. Other devices implanted during the revision were competitor product.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf stem. It was noted that the device is not available for evaluation due to hospital policy. Should additional information become available, it will be provided in a supplemental report. Device not available.